Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was displaying an "error 4 message." Per the user guide, this message can mean one of the following: not enough blood or control solution was applied or more was added after the meter began to count down; the test strip may have been damaged or moved during testing; the sample was improperly applied; there may be a problem with the meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6), 2012 at approximately 7pm while she was at work. The patient reportedly manages her diabetes with an unknown type of insulin and is a self adjuster. She reportedly increased her dose of insulin in response to not being able to get a result on the subject meter at 7pm. She usually administers 7u, but instead administered 10u. She claimed approximately 25 minutes later, she developed symptoms of "shaking couldn't think/function." She reportedly went home at an unknown time and when she arrived, she tested on her back up meter (onetouch ultramini) and reported that her blood glucose had dropped (result unknown). She self-treated at an unknown time with crackers and drank apple juice. She tested on the onetouch ultramini meter at 12:01am and reported a value of 14.8 mmol/l (266 mg/dl). At the time of troubleshooting, the csr noted that subject meter was not being used for the first time. The correct test strips were being used and the patient was reportedly following the correct testing technique. The issue was resolved after troubleshooting/retesting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to check her blood glucose on the subject meter, administered insulin and consequently developed symptoms suggestive of hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. The test strips passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.